Event description:
The original report from davol sale rep. Stated that, the patient involved was undergoing a recurrent hernia repair procedure, during which the mesh was noted to have a broken ring. The ring was said to be 1 cm away from perforating the colon. The mesh was explanted and sent to pathology. The explant surgeon stated that the mesh was said to be deformed, but seemed to be well fixated.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.